Event description:
Patient was implanted on an unknown side and underwent revision surgery due to the failure of plasma spray.

Manufacturer narrative:
Additional information which was received on oct 29, 2019. D11 - medical product: metasul ldh, head, 56, code v, taper 18/20; catalogue#0100181560; lot#2353168. Metasulâ® ldhâ®, head adapter, xl, +8, taper 12/14-18/20; catalogue#0100185148; lot#2351577. Therapy date: (B)(6) 2019. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical product: metasul ldh head 56, code v, taper 18/20; part#0100181560; lot#unknown. Head adapter hip impl win gen; part# unknown; lot# unknown. The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
It was reported that the patient was implanted on an unknown side and underwent revision surgery due to failure of plasma spray. It was found that half of it was still secured to the shell and the other half was broken off and ingrown into patient socket.